Manufacturer narrative:
The unit had no compromised force sensor system alarm. The unit was unable to prime during the prime test due to a protruded and loose drive support disk. A motor error alarmed during the basic occlusion test due to a protruded and loose drive support disk. The unit had a protruded and loose drive support disk, a minor scratched display window, a cracked reservoir tube lip. (B)(4).

Event description:
The customer called in to report that the insulin pump alarmed a compromised force sensor error and that insulin was "squirting" out during the manual prime process; customer also reported that the drive support cap was protruded. The blood glucose reading was unknown. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.